Event description:
Initial left total knee arthroplasty performed on an unknown date with unknown implants. Subsequently, the patient was revised due to instability. Approximately one year and eight months post revision , the patient was revised again due to pain. During the revision the tibial baseplate was found to be grossly loose with the implant delaminated from the underlying cobalt cement as well as varus angulation of the tibia secondary to progressive remodeling of the proximal tibial. It was determined that the patient would need a complete revision. All components were explanted without complications.

Manufacturer narrative:
(B)(4), the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products & mdrs 183424 vngd cr tib brg 14x63/67 lot# 175710, MDR: 0001825034-2023-02534. Unk tibial, MDR: 0001825034-2023-02540. Additional associated products: unk bone cement

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Insufficient information provided. Unable to perform a compatibility check. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: pain due to left tka; grossly loose tibial baseplate with the implant delaminated from the underlying cobalt cement; due to tibial baseplate being hung up on lateral femoral condyle and underlying instability, it was felt a full revision was necessary. Complaint is confirmed from provided medical records. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.